Manufacturer narrative:
The manufacturer previously reported information alleging the device emitted smoke and a burning smell on 09/18/2024, which is causing concern and frustration. A loaner device was provided to the patient, so they could continue therapy. The patient states they previously contacted the manufacturer via phone in january; however, they did not receive any response. The patient was unharmed and discontinued use of the device immediately upon detecting the smell. The device was also overheating. An error message was displayed on the device, indicating that therapy would continue without humidification. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the investigation, pil observed: a dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure center enclosure, iso port, pca, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the bottom enclosure. The ui display bezel screw and ui ribbon cable were observed to have corrosion on them, likely due to liquid ingress. An unknown bio-contaminant was observed on the water tank. Several spots on the pca and the pca screws were observed to have corrosion on them, likely due to liquid ingress. Product investigation lab was able to confirm the complaint of a humidification error, but cannot address any of the specified symptoms.

Event description:
The manufacturer received information alleging the device emitted smoke and a burning smell on 09/18/2024, which is causing concern and frustration. A loaner device was provided to the patient, so they could continue therapy. The patient states they previously contacted the manufacturer via phone in january; however, they did not receive any response. The patient was unharmed and discontinued use of the device immediately upon detecting the smell. The device was also overheating. An error message was displayed on the device, indicating that therapy would continue without humidification. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.